Event description:
On (B)(6) 2009, the patient reported that, while trying to change her insulin cartridge, she pulled on her infusion set tubing to remove it from the adapter of her infusion device. She stated this resulted in the plunger remaining attached to the piston rod and a full cartridge of insulin spilling into the cartridge chamber. She switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i1000sr analyzer regardless of the assay. The customer was asked to change the lot of reaction vessels (rv) and monitor the performance. There was no impact to patient management.

Manufacturer narrative:
Architect analyzer, list # 1l86-01. Evaluation codes:no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.